Event description:
It was reported that following a recent implant, the system was tested prior to patient discharge. It was found that the right ventricular (rv) lead's pacing impedance and capture thresholds were high. Dislodgement was confirmed via imaging. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, high pacing impedance, and unacceptable threshold. As received, a complete lead was returned in two pieces. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported events of high pacing impedance and unacceptable threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.